Event description:
Pt presented with proximal neck measuring 22-27-25mm, some thrombus; had implant of a bifurcated device, a proximal extension and three limb extensions. There was a slight type ia endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt's anatomy met criteria for indications for use. No conclusion can be drawn at this time.